Event description:
The customer reported the system failed to display an image from the left monitor because of a malfunctioned collimator. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.